Event description:
Facility reports while cannulating a pt, noticed a hole in the distal end just before the hard plastic area and less than 50cc of blood loss was observed. The pt required a third needle, as this needle was not able to be used due to blood leaking from the hole.

Manufacturer narrative:
Based on evaluation of preserved samples & DHR, no abnormality was observed. Briefing was conducted to all operational staff and inspectors for their awareness and to be more vigilant when conducting 100% final inspection. Upon receipt of the defective sample, jms will do a more thorough investigation and will issue a supplemental report after review of the defective sample.